Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
The reporter stated the surgeon inserted a 12.1mm micl12.1 implantable collamer lens, -12.0 diopter. The lens flipped and went into the patient's eye upside down. The lens was removed within the same surgery, with no patient injury. The backup lens was implanted.